Manufacturer narrative:
(B)(4). The hospital contact reviewed the paperwork and indicated that she believes the plastic fragment was retrieved and doesn¿t remain in the patient. She agreed to confirm this information. She was open to getting photographs of the piece for ethicon's review, but first needed to determine if it or the device was saved. She agreed to contact us once she confirmed this information. The contact never responded to ethicon's multiple attempts to confirm this information nor did the hospital return the product.

Manufacturer narrative:
(B)(4): information is unavailable; device has not been returned for evaluation.(B)(4).

Event description:
See attached user facility medwatch ref # (B)(4).